Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03172 / 03173).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 to remove the acetabular cup, modular head and taper adapter due to patient allegations of pain, dislocation and elevated metal ion levels. A review of invoice history confirmed the primary surgery date. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 to remove the acetabular cup, modular head and taper adapter due to patient allegations of pain, dislocation and elevated metal ion levels. A review of invoice history confirmed the primary surgery date. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2010. The reason for the revision was aseptic loosening of acetabular component and pain. Operative report further noted no gross evidence of infection but large effusion, wear debris synovitis with pseudomembrane, completely loose acetabular component, small protrusion defect in acetabulum, and hypertrophic pseudocapsule formation about entire hip, gram stain revealed evidence of rare gram-positive cocci with moderate white blood cells, and no osseointegration on acetabular cup. After the gram stain the surgeon decided not to revised the patient's hip due to the possibility of indolent infection and need to eradicate infection prior to final implantation. The pseudocapsule was removed completely. The acetabular cup and head were removed, cleaned, and autoclaved before being reimplanted. The cup was cemented with cement utilizing antibiotic impregnation.